Manufacturer narrative:
B3 event date is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) and patient (pt) regarding the pt's implantable neurostimulator (ins). Pt is reporting to caller today that they are feeling like stimulation is turning off and then turning back on again. This can happen 1-20 per day. Pt states battery is charged at all times and never lets it get low. There doesn't seem to be an activity associated with these events. Technical services (ts) asked if pt confirmed it was off or just "felt" off and pt replied that it felt off, never confirmed ins status. Ts reviewed that at this time it would be best to keep a diary, pull current logs/files from ins today and monitor for 2-4 weeks and then get pt back in office to check status, look at logs, download logs. Rep also set up a legacy program that matches the neurosense program that pt is using nearly 100% of time. This will allow pt to determine if it is neurosense group or the programming itself. Impedances were reported as normal 1100-1500 ohms. Event date: pt states this all really started a bout 5-6 months ago.

Manufacturer narrative:
Correction to aware date: updated to sep-29. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The patient told them that she has not had any issues with the stimulation sporadically shutting off since the last report. Additional information was received from the manufacturer representative (rep). The patient stated that she began experiencing the random turning off/on of her stimulator again. It happened several times over the next couple of days and she has kept a log every time it has happened. The patient met with a rep and he adjusted some of her thresholds on her neurosense program and she is going to continue to follow up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.